Manufacturer narrative:
Results: stent deformation. Lesion morphology - 90% stenosis. Stent deformed. Conclusion: stent deformation. Lesion morphology - 90% stenosis. (B)(4).

Event description:
The physician intended to use an endeavor resolute rx drug-eluting stent to treat a lesion in the rca with 90% stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated but the device could not pass the lesion. The physician used another device to complete the surgery. No reported patient complications. Evaluation summary the device was returned from analysis. The hypotube was undamaged. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The stent was deformed from the 9th proximal to the 13th proximal segment. The sheath and stylette were returned with the device and could not be removed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).